Event description:
It was reported that during a percutaneous coronary interventional procedure the tip of the guide wire broke off inside the patient. The highly stenosed target lesion that contained "hard" plaque was located in the right coronary artery. A choice pt graphix intermediate wire was advanced but was unable to cross the lesion and the tip of the guide wire broke. No attempts to retrieve the tip were performed as the amount of wire that detached and remained inside the patient was considered to be "miniscule". No additional patient complications were reported and the patient's status is fine and stable.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery failure. It is unknown when this incident occurred. Baxter's review of the device event history determined that a battery depleted set alarm interrupted delivery. There is no report of patient injury or medical intervention. The software version of this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a battery issue as failure code 570:320:658:0000. The root cause was determined to be depleted main batteries. The baxter repair technician replaced the main battery and harness to resolve this issue. The root cause investigation is in progress through (B)(4). A follow up report will be submitted if additional information becomes available. This device is a remediated colleague pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.